Event description:
On (B)(6) 2021, 4 days following the procedure, the patient was diagnosed with an infection that required additional medical intervention. The patient was prescribed 2 antibiotics (bactrim & cephalexin). On (B)(6) 2021 and (B)(6) 2021, the patient went into urgent care for ID & culture and wound care. The culture returned as pseudomonas.